Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis. Capsular contracture baker grade iii on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement with a similar mentor smooth round moderate profile 350cc saline prosthesis on (B)(6) 2018. Complete capsulectomy was performed and capsule was sent to pathology for analysis. Last known patient's condition was stable. No complications noted.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/11/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 7/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. During evaluation several crease lines were observed on anterior and posterior aspects. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The device history record (DHR) for the lot number 6947689 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. According to the information provided, the product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).